Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "vitrector would not cut" (failure to cut); "switched to another system to complete case." (No code available). A nurse reported that the vitrector was not cutting. Another system was used to complete the case. No reported patient harm/injury.

Manufacturer narrative:
The company service representative examined the device. It was found to meet all manufacturer's specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).